Event description:
The customer reported the high definition liquid-crystal display screen fails to turn on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to electronical malfunction of the printed circuit board of the power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the liquid-crystal display screen did not turn on due to a faulty power supply printed circuit board. The specific root cause of the faulty power supply printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.